Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as an ¿exchange contamination during connection, pinning and capping¿. The patient was not hospitalized for the peritonitis event. On an unreported date, the patient was treated with intravenous (IV) vancomycin and IV levaquin (loading dose, dose amounts unknown, no further information). After the initial loading dose, the IV levaquin was changed to an oral route (dose, frequency and duration not reported) and the IV vancomycin was changed to another route of administration (dose and route unknown, frequency and duration not reported). Pd therapy was ongoing. The patient was recovered from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.